Event description:
It was reported that unspecified units of non dehp micro volume extension sets caused downstream occlusion alarms on the baxter pump. The tubing was inspected for unclamped clamps and kinks; no issues were identified. The pump was restarted; however, still observed downstream occlusion alarms. It was subsequently determined that the 0.2 micron filter was not compatible with the pump. A new bag of paclitaxel was prepared with a different 0.2 micron filter, after which the pump functioned without occlusion alarms. The previous day, similar occlusion alarms occurred during paclitaxel administration when the same filter was connected to the short set. The filter was removed and repositioned on the flush line closer to the patient and the infusion continued without issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the events occurred on 05/03/2026 and 05/04/2026. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.